Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and did not provide further information upon request. An in-depth investigation is thus not possible. The following general assessment can be made: the manual breathing bag serves as a volume reservoir in both manual and automatic ventilation modes; it must be actuated/squeezed during manual ventilation to provide breathing gas to the patient. It is plausible that a cut in the surface leads to loss of pressure and volume and may disturb ventilation. The daily pre-use check includes an automatic test procedure through which the device runs autonomously once the user has started it. Further, there is a manual checklist the user has to go through for those test items that cannot be performed by the device independently. For example, during the test of the apl valve it would be obvious if the breathing bag does not fill as intended due to the leakage. Dräger concludes that the damage of the manual breathing bag must have either occurred after full completion of the entire test procedure or the user has not conducted the manual pre-use check or at least only incompletely. It would also be imaginable that the material of the breathing bag became porous after long-term use. Hence, the reported issue is related to aspects that are beyond the control mechanisms a manufacturer can establish. H3 other text : device not available for evaluation

Event description:
T was reported that the users noticed a leak in the pneumatic system despite the device had passed the pre-use check. Reportedly, a cut in the manual breathing bag has been identified as the source of leakage and, the surgery could be continued after replacement of the bag. Beyond the prolonged surgery time the event has not resulted in any consequences for the patient.

Event description:
It was reported that the users noticed a leak in the pneumatic system despite the device had passed the pre-use check. Reportedly, a cut in the manual breathing bag has been identified as the source of leakage and, the surgery could be continued after replacement of the bag. Beyond the prolonged surgery time the event has not resulted in any consequences for the patient.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.